Event description:
Reference MDR# 1219856-2010-00036 for the first event involving same patient. It was reported that the second tray was opened, the intra-aortic balloon (iab) was prepped, and the super arrow-flex (saf) sheath was inserted into the patient's femoral artery. The iab became stuck in the saf sheath. As a result, the md removed the iab and the sheath. At this time, the md used the "classic sheath without the side arm" and this iab was inserted without complications. After insertion, the patient was sent to the cardiac care unit. There were no reported patient complications.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.